Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/4 was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient reconnected the supplies bags. The peritoneal dialysis registered nurse stated that the alarm occurred because the care giver accidently attached the incorrect solution bag to the wrong line. Therefore, the care giver tried to disconnect the bag, and add the correct bag causing the alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The technical service representative (tsr) assisted the customer with troubleshooting and assisted them with starting over with new supplies. The customer would start over with new set. During follow-up the peritoneal dialysis registered nurse (pd rn) was asked about the reported problem. They stated that they did assist the customer with the alarm, and they were contacted right after the customer got off the phone with technical services. The pd rn stated that the cause of the alarm was because the cg disconnected the bag during therapy, due to incorrectly connecting the bag to the wrong line. The pd rn stated they explained never to do this mid therapy. The customer is continuing with therapy fine, no other problems have occurred. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.